Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. Three product samples were received for evaluation. Visual inspection found unit one is observed to have the right eyelet broken, as if it had been cut with a sharp instrument. Unit two does not present any damages or discrepancies. Unit three is observed to have the right eyelet broken, as if it had been cut with a sharp instrument. Per the physical evaluation of the units the reported failure mode is confirmed. No other analysis was performed. After reviewing the mitigations that are performed during the manufacturing process to detect damage component, the most probable root cause is that the cut damage on the cuff occurred after the product left the manufacturer facility. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the new tracheostomy tube was secured in the tracheal stoma of the patient when the left flange broke at the securing part and resulted in the tracheostomy tube decannulating. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. No lot number was provided for device history record review. D5 is "patient/consumer.